Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported that a patient underwent an open right inguinal hernia surgery on (B)(6) 2015 and straps were used to fixate mesh. During the procedure, the device did not work properly. Some of the straps did not penetrate the tissue at all although he tried to fix the mesh to the pubis. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): actual device was returned for evaluation. Visual inspection was performed and no damage was noted. Functional inspection was performed and straps were delivered properly and the device worked as intended. The device was disassembled to conduct a deep inspection and no damage was found on the internal components.

Manufacturer narrative:
Date sent to FDA: 01/29/2016.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an open right inguinal hernia surgery on (B)(6) 2015 and straps were used to fixate mesh. During the procedure, the device did not work properly. Some of the straps did not penetrate the tissue at all although he tried to fix the mesh to the pubis. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.